Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
A health professional reported that after having an intraocular lens (iol) implant surgery, a patient developed astigmatism over a 3 month period after surgery. Additional information has been requested.